Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that both the left ventricular (lv) and right ventricular (rv) leads developed high thresholds. In addition, the lv lead dislodged and backed out of the coronary sinus. The high pacing outputs of the lv and rv leads led to premature battery depletion of the patient's implantable cardioverter defibrillator (ICD). Both leads and the ICD were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.